Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between january 03, 2024 and august 29, 2024 recorded the slightly varying shock impedance around 100 ohms to 110ohms and a sudden increase to >150 ohms in may 2024 with subsequent out of range progression until the end of the recording period. No iegms were available. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the patient was admitted to hospital for MRI examination. In the course of the preparation the shock impedance of the lead showed high out of range values. A lead revision is reportedly planned. Should additional information be received, this file will be updated.